Event description:
The customer received questionable cholesterol results for three patient samples when tested on their cobas 6000 c501 analyzer (serial number (B)(4)). All repeat testing was performed on the same analyzer. Patient 1, initial cholesterol result was 84 mg/dl. The repeat result was 168 mg/dl. Patient 2, initial cholesterol result was 90 mg/dl. The repeat result was 196 mg/dl. Patient 3, initial cholesterol result was 80 mg/dl. The repeat result was 201 mg/dl. The initial results were reported outside the laboratory. Patients were not treated based on the erroneous results. Upon evaluation of the analyzer, the field service representative determined a misaligned squeegie on the rinse mechanism was the cause and he adjusted the squeegie. The field service representative performed mechanism checks which were successful. The customer performed a precision on the affected assays which were acceptable.